Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet but remained on the other leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets and leaflet insertion assessment was successfully performed. The clip was deployed reducing the mr to 2+. While preparing a second cds, before insertion in the anatomy, it was observed that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and the mr increased to 4+. The second clip was implanted to stabilize the slda clip and reduce the mr. The patient was confirmed to be clinically stable. Two clips had been implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.